Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s touchscreen was cracked and became unresponsive, with the patient unsure how the damage occurred; the device component involved was the touchscreen and the problem was consistent with a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with damage to the touchscreen component leading to fracture. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.